Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. Based on the investigation details, the likely cause was problems with the geartrain, front end assembly, motor, and bearings. This may have been the result of an infiltrated cleaning agent, which washed out the mobil lube that is red in color. All suggested parts were replaced and maintenance was performed. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began leaking a reddish substance in spd during the cleaning process. There was no patient involvement during the event. There were no adverse consequences reported as a result of this event.